Manufacturer narrative:
Summary of investigation: there are two previous complaints from the same customer, regarding a similar issue (thread broke during surgery) closed as not confirmed as no samples were received. We manufactured and distributed in the market 720 units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Moreover, the product was already expired when used on patient. Expiry date was 16.08.2024 and product was used on 12.12.2024. In the IFU is stated, as a safety information related to communicating an improper use, hazards that can occur, or other information that can help to reduce the risk: "precautions: "the device dafilon® shall not be employed after the expiry date indicated on the label". From the point of view of the suture usage, the legal manufacturer cannot assure product properties after the expiry date. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: product used after expiry date. Final conclusion: the case is considered not confirmed as the use of the product was after expiry date. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future

Event description:
It was reported an issue with daflon suture. The client reported that the patient was diagnosed with corneal endothelial decompensation in the right eye, pseudophakic eye in the right eye, senile cataract in the left eye, and anti-glaucoma surgery in both eyes. On (B)(6) 2024, partial penetrating keratoplasty combined with pupilloplasty was performed in the right eye under general anesthesia. 10-0 nylon suture was required to suture the corneal graft and graft bed during the operation. The suture was smoothly sutured during the operation. The corneal graft and graft bed were in the limbus, without conjunctival tissue and scleral tissue incarceration. The suture was repeatedly clamped in the fiberless temporal region during the suture process. During the ward round at 7:50 on (B)(6), 2024, the suture was found to be broken, and the suture was not broken at the knot. At 11:08 on (B)(6) 2024, the right eye keratoplasty was performed under emergency local anesthesia to suture the corneal limbus. The intraoperative movement was gentle. No broken line was found after the operation, but the number of operations was increased. Description of root cause analysis (by reporter):suture tenacity and strength may be slightly inferior. Preliminary handling of event: reoperation and suture were performed in time after suture breakage. The suture was tied gently. No breakage was found after operation.